Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level 442 mg/dl. The customer reported assistance needed with setting a temp basal rate. The customer had no symptoms. The current blood glucose level was 447 mg/dl. The customer treated for the high blood glucose level with a bolus from the insulin pump. During troubleshooting the technician found additional high blood glucose levels in the bolus history ranging from 532 mg/dl, 483 mg/dl, 428 mg/dl and 479 mg/dl. The insulin pump will not be returned for analysis.